Manufacturer narrative:
(B)(4). The customer, a biomedical engineer, evaluated the device and verified the reported issue. Physio-control provided technical assistance to the customer. Physio-control has made multiple attempts including written correspondence to contact the customer regarding the status of their device but has not been successful. It is unknown if the customer will be replacing the device or returning it to physio-control for evaluation. The device has not been returned to physio-control. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that the service indicator is present and an event code is logged in the memory of their device. The event code logged in its memory is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. Additionally, the defibrillator output energy may be reduced by up to approximately 20% from the selected energy level. As a result, the wrong defibrillation therapy would be delivered, if it were necessary. There was no patient use associated with the reported event.